Manufacturer narrative:
Lot manufactured between february 24, 2020 to february 25, 2020. H10: the actual devices were not available; however, photographs of two (2) devices were provided for evaluation. Visual inspection of the photographs was performed which revealed malformed housings. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition was related to heat temperature during shipping/storage. The label on the product carton box has a recommended storage temperature to be "room temperature"; avoid extreme temperature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume multirate infusors were damaged. While checking all the stock prior to use of the device, the customer observed that the housings of the devices were compressed/damaged. There was no patient involvement. No additional information is available.